Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential error in the location of the placement. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) can feel the reservoir. A surgical procedure was performed to remove and replace the reservoir. No patient complications were reported.